Event description:
It was reported that there was a loss of low back stimulation coverage. The patient reportedly had increased bilateral low back pain. It was stated that reprogramming was performed, and that the two left lumbosacral peripheral neuroelectrodes ¿only provided local stimulation paresthesia more caudal than the current low back pain.¿ it was noted that the final programming date was (B)(6) 2012. It was further noted that the severity was ¿moderate.¿ it was reported that reprogramming was done on (B)(6) 2013. It was later reported that the therapeutic product was ineffective. It was later reported that some electrodes were out of range, were too high, and were greater than 20000 ohms. It was noted that there was device interrogation and prior programming was verified on (B)(6) 2013, and reprogramming occurred on (B)(6) 2013. It was reported that there were no symptoms and etiology was related to the device or therapy and not related to the implant procedure. The next day it was reported that the lead was repositioned to a more cephalad position on (B)(6) 2013. The patient's outcome was noted as resolved without sequelae on (B)(6) 2013.

Event description:
Additional information reported that it was unknown as to which lead the lead lot number caused the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3487a-56, lot # v386591, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v386591, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v400923, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v390366, implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3487a-56, lot# v390366, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v386591, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot# v386591, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v400923, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).